Event description:
It was reported that the doctor saw a metal splinter on the lens during lens implantation. They were able to remove this splinter which was discarded and the lens appeared to be undamaged. No patient injuries was reported and no medical interventions were mentioned. The patient has fully recovered and the reported issue did not affect patient's daily activities. No additional information was provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. Explant date: lens remains implanted, therefor not explanted. Telephone number: (B)(6). Other: the intraocular lens (iol) is not returning for evaluation as the lens remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.